Manufacturer narrative:
The system and phaco handpieces were examined. The handpieces were determined to be nonconforming. A review of the customer's complaint history for the last 12 months did not show any previous complaints of this kind against these handpieces. Both phaco handpieces were manufactured on 06/28/2006. Based on qa assessment, the product met specifications at the time of release. The system met all product specifications. Although both handpieces were confirmed to be non-conforming, how they became this way cannot be determined conclusively. (B)(4).

Event description:
A pt representative reported during the surgical procedure, the machine was not advancing to the next phase. The handpiece was changed more than once to trouble shoot, but the phase still was not advancing. The tech noted the machine was functioning property, however, 2 of the 5 handpieces came up as defective. Follow up info received provided that the pt impact was prolonged swelling in the eye, resulting in a delay in healing. Additional info has been requested. (B)(4).